Manufacturer narrative:
This report is being submitted to correct the following fields of the initial report. Please see corrected fields: c, d2, d3, g1, g6 and h2.

Manufacturer narrative:
Investigation report: the information to enable further investigation, such as the kit's lot number, was not provided and an investigation was not able to be performed. Notwithstanding, complaints against these trend codes are monitored to identify and track any out-of-trend/unexpected performance at the lot and product family level. In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issues as no information was provided for investigation.

Manufacturer narrative:
The investigation is still in progress. A supplemental report will be provided after completion.

Event description:
The consumer reported a false positive result with the binaxnow covid-19 ag card. Confirmation testing was performed with pcr and generated negative results. No additional information, including patient treatment and outcome was provided.